Event description:
Surgeon reported that patient with an interax knee system implanted has an infection.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.